Event description:
It was reported that post-deployment, the coil became stuck to the tip of the microcatheter, and additional intervention was required. A 3mm x 12cm embold fibered coil was selected for use in the embolization of an abdominal aortic aneurysm in the mildly tortuous median sacral artery. Intermittent flushing was performed. The coil was advanced through a 0.027inch non-boston scientific microcatheter. After deploying this coil, when the delivery wire was pulled, it was found that the distal coupler of the coil was connected to the tip of the microcatheter. When the microcatheter was pulled, the coil was still connected. While attempting to remove the microcatheter together with the coil, the microcatheter and coil became separated inside the body. While attempting to retrieve the coil with a snare, the coil unraveled/broke. The coil was observed to be stretched and broken in two pieces. The part of the coil that was grasped with the snare was able to be retrieved, but the other half of the unraveled coil could not be retrieved and remained in the non-target internal iliac artery. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that post-deployment, the coil became stuck to the tip of the microcatheter, and additional intervention was required. A 3mm x 12cm embold fibered coil was selected for use in the embolization of an abdominal aortic aneurysm in the mildly tortuous median sacral artery. Intermittent flushing was performed. The coil was advanced through a 0.027inch non-boston scientific microcatheter. After deploying this coil, when the delivery wire was pulled, it was found that the distal coupler of the coil was connected to the tip of the microcatheter. When the microcatheter was pulled, the coil was still connected. While attempting to remove the microcatheter together with the coil, the microcatheter and coil became separated inside the body. While attempting to retrieve the coil with a snare, the coil unraveled/broke. The coil was observed to be stretched and broken in two pieces. The part of the coil that was grasped with the snare was able to be retrieved, but the other half of the unraveled coil could not be retrieved and remained in the non-target internal iliac artery. The procedure was completed. There were no patient complications as a result of this event.